Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had pressure value cannot be accurately recognized. The issue occurred during preparation for use and was completed using a similar device. There were no reports of patient harm.

Event description:
The intended procedure was diagnostic.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "pressure value cannot be accurately recognized" malfunction could not be identified. Olympus will continue to monitor field performance for this device.